Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. No damages or defects noted on the environmental seal or bottom housing that would indicate the deployment path was inhibited. Data downloaded from the device indicates it ran for 536 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide did not move forward therefore the needle did not deploy. Blood glucose levels reached 285 mg/dl. The pod was worn for 4 to 24 hours on the arm before the issue was realized.